Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no. 381423; batch no. 0069176. The team brought me an angio that did not retract.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unretracted unit and three photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination, the unit revealed some discoloration and unevenness of the button and flash on top of the button. The retraction test was conducted several times, but none were successful due to the uneven surface blocking the motion of the button confirming your reported defect. Further examination of the button revealed that the uneven surface and discoloration was due to a layer of cured adhesive that can occur during the manufacturing process. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no. 381423, batch no. 0069176. The team brought me an angio that did not retract.